Manufacturer narrative:
Updated g4. Expiration date, unique identifier (UDI)#, h4 device manufacturer date and manufacturing site based on manufacturing records received on dec 17, 2020. Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4).

Manufacturer narrative:
Manufacturing site: (B)(4). The sion blue guide wire was returned for evaluation. A kink was observed on the guide wire at approximately 5mm from the tip. No other damage or deterioration in sliding ability that would be associated with this event was confirmed. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was presumed that a kink on the guide wire had most likely contributed to the reported inability to move in the peripheral vessel. It was concluded that this event was not attributed to product quality.

Event description:
It was reported that an asahi sion blue guide wire had entered into an intended side branch and stuck with the vessel during a pci to treat a stenosis that was occluded less than 75%. It was suspicious that vasospasm occurred, the patient was treated with vasodilator and the physician tried to release the stuck guide wire by using devices such as catheters or small-size balloons. The guide wire was then released from the vessel somehow and the pci was resumed. The procedure was successfully completed with reestablished blood flow achieved by stent deployment. There were no adverse patient effects associated with this event.